Event description:
It was reported to the MFR, by end user, per end user, while she was being transferred from the wheelchair to the bed, the sling strap broke away where the strap meets the body of the sling. This resulted in her falling back onto her chair and floor. F/u investigation revealed the pt was using a competitor's lift with our 70051 sling model. No injuries have been reported. The pt was made aware that our slings are not compatible with competitor's equipment. The label on joerns slings specifically states "sling use and compatibility: hoyer slings and lifters are not designed to be interchangeable with other MFR's product. Using other MFR's products on hoyer products is potentially unsafe and could result in serious injury to pt and/or caregiver." (B)(4) has been entered into system to retrieve the device for in-house eval. The device has been returned to the MFR and eval is in progress.

Manufacturer narrative:
Joerns is sending report to sling MFR. The sling MFR is fine group, (B)(4).